Manufacturer narrative:
At this time, all products remain in service. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this patient appears to have an infection. The patient has a known allergy to zinc and the sales representative was asking if there was any zinc material in the shocking lead or the device. Technical services discussed it was likely not the lead because the patient already had the lead implanted for some time. A material change request will be made.